Event description:
It was reported this balloon ruptured at eight atmospheres during stent deployment in the iliac artery. During withdrawal of the balloon from the pt, some resistance was encountered. Following removal of the balloon catheter, it was noted the balloon material had detached and remained in the pt. Location of the material is unknown; however, it is believed the material may have caught on the proximal edge of the stent. Follow-up indicated the pt's condition was poor prior to this angioplasty procedure. No further details are available regarding the circumstances surrounding this event. This device has been rec'd for eval by this MFR. Following completion of the engineering eval, a supplement will be forwarded at that time. It was indicated this device was being used to deploy an iliac stent which is a non-indicated use of this device. It was also indicated some resistance was encountered. These factors may have contributed to this event. However, co is unable to determine the exact cause for this event at this time. Co's directions for use state: "marshall balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."